Event description:
Medical secretary from md office reports the 2nd syringe for patient's right knee cracked before gel one could be administered. Unknown if patient missed a dose. No adverse events reported. Unknown if product is available for return. No further information provided. Diagnosis for use: bilateral primary osteoarthritis of knee.